Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the leak from the rbc (red blood cell) aperture o-rings. The fse replaced the o-rings resolving the leak. The fse also found that valve, vl12f was broken. The fse replaced vl12f. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was approximately 5 ml of clear fluid dripping behind the rbc (red blood cell) aperture in the analyzer and onto the counter. The leak was not contained. The customer also stated the rbc and platelet results were a non-numeric error condition of voteout for patient samples during the event. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing gloves and a lab coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.